Manufacturer narrative:
A ge representative evaluated the system and replaced a cable connector. System operates as intended.

Event description:
The customer reported, the system intermittently will not fluoro. No patient injury was reported.